Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Subsequently, the customer continued to use the same cartridge for 2 weeks. Customer reported to the emergency room on (B)(6) 2023 and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was using fiasp insulin within the pump supplies. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a new cartridge to resume insulin therapy. Customer was discharged from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.